Event description:
It was reported that the pump time intermittently became incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. Glucose tablets were consumed to treat the bg. The customer continued to use the pump for insulin therapy.